Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that guide wire detachment occurred. The target lesion was located in a vessel at the neck. During peripherally inserted central catheter (PICC) line insertion into the patient's neck, a 75 cm .035 (bx/5)amplatz super stiff¿ guide wire was used; however, the guide wire was lost and ended up migrating into patient's superior vena cava. The patient was sent for surgery to retrieve the wire and was required with long term antibiotics. The PICC line was pulled out which had been in his arm previously. No further patient complications reported.